Event description:
It was reported that cgm showed error 42 while used with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, performed pump reset with guidance from technical support, and cgm error did not appear again after reset.